Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. They performed 2 transeptal punctures. A few minutes after the 2nd transeptal puncture, a thrombus was attached to an unknown super stiff guide wire. The physician added 5000 iu of heparin and double checked the activated clotting time (act) 15 minutes after the thrombus was detected. The act was 180, so the physician proceeded with the procedure. The dilator was introduced into the access system and when the dilator crossed the septum, the thrombus that was attached to the pulmonary vein was gone. Therefore, the physician completed the procedure without any patient complications. It was noted that two full recaptures were performed. The patient current status is stable.